Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300 (mg/dl) range. Customer administered a correction bolus and injection to treat elevated bg level. Reportedly, the cartridge uses novolog and is changed every 6 days. System check with tandem technical support indicated that the pump was performing as intended. Customer was reminded that novolog is indicated for use up to 3 days. Recommendation was made to discuss possible factors that may affect bg levels with health care provider.